Event description:
A cracked and shattered touchscreen was reported, which left the customer unable to interact with the pump as the screen was illegible. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.